Event description:
Per the clinic, the patient experienced poor performance from activation with the device. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.